Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition greater than three seconds. Boston scientific technical services (ts) reviewed the data and provided troubleshooting and reprogramming options. No additional adverse patient effects were reported. Additional information confirmed the lead was explanted and the device leave in place. No reprogramming was made to the device, only lead explant. A possible lead damage was suspected to be the cause of noise oversensing. This rv lead was scrapped in the hospital.